Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood in the lead lumen. A guidewire was not able to be advanced through the lead due to the dried blood. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The explanted lead was to be returned for analysis. This report will be updated if the lead is received.

Event description:
Boston scientific received information that this left ventricular lead was successfully implanted. However, when the lead was checked while the patient was in recovery, the pacing thresholds were high and capture was only obtained in an extended bipolar pacing configuration. Device was reprogrammed to maximum outputs for the lv lead, and the patient was to be seen in a few weeks. Boston scientific received additional information that during the follow up check, the lv lead was confirmed to be dislodged. The lead was in the right atrium. The lead was explanted and was replaced with a competitive lead.

Event description:
--